Event description:
The manufacturer received information alleging a ventilator had an o2 regulation failure alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and the oxygen blending module was replaced to address the issue. The device was checked overall, cleaned, calibrated, and passed final testing.